Event description:
It was reported that during a stenting procedure in the moderately calcified proximal left anterior descending coronary artery, after uneventful removal of the protective sheath and device preparation, the stent delivery system (sds) was taken to the lesion. During inflation, the balloon reached about 3 atmospheres, then would not hold pressure. The sds was removed without issue and discarded. There was no adverse patient effect and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.